Manufacturer narrative:
Unique identifier (UDI)#: na.

Event description:
The customer questioned high results for ise indirect na for gen.2 on the cobas 6000 c (501) module between (B)(6) 2018. The customer had received calls from doctors complaining of na results being higher than expected for patient samples that had been reported outside of the laboratory the evening of (B)(6) 2018. The customer was assessing the results for 45 patient samples to determine if corrected reports needed to be generated. The customer provided an example of erroneous results for 1 patient where the initial na result was 155 mmol/l with a data flag. The initial result was from an aliquot from the modular pre-analytic (mpa) system. This result had been reported outside of the laboratory. The sample from the master tube was repeated "several days later" and the repeat result was 143 mmol/l. The repeat result was believed to be correct. The customer provided high na results from (B)(6) 2018 ranging from 148 mmol/l through 159 mmol/l. No repeat results were provided. This medwatch will cover the mpa. Refer to medwatch with patient identifier (B)(6) for information on the c501 module. The customer stated they had front loaded as many as 60 racks directly onto the analyzers which was causing a back-up of racks coming from the mpa. The customer thinks the aliquots sat for some time causing the samples to become concentrated due to evaporation. The customer educated staff members to load sample racks on the mpa for processing and to discontinue front loading racks directly onto the analyzer. No adverse event occurred. The field service engineer (fse) visited the customer site and performed a leak check on the aliquot sorter module and verified that the centrifuge and bar-code reader were within specification. The customer ran patient samples through the mpa with no errors. The racks were sent successfully to the c501 module and the ise results were acceptable. According to a review of the alarm trace for the mpa on (B)(6) 2018 the sample buffer unit (sbu) was paused between 12:01 p.m. And 1:06 p.m. An unknown amount of samples were exposed to the atmosphere for a long period of time before being processed by the c501 module.

Manufacturer narrative:
Product labeling warns customers about samples remaining on the sample buffer unit too long with the statement "analytical results may be affected by an increase in concentration due to sample evaporation." Since the customer did not provide all requested information, the investigation was unable to find a definitive root cause. Based on the information provided, the event was not due to an issue related to the mpa.